Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, wear abrasion, a crease fold, and fluids. A leak test was performed and an opening on the anterior was found. A microscopic analysis was performed which identified a smooth crease opening on the anterior due to a fold flaw opening. The fill test inspection was performed: the result is no blockage.

Event description:
Device was explanted.